Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pseudoaneurysm that required a thrombin injection to resolve. Per literature review, it was reported that: in this single-center study at the asklepios hospital st. Georg, germany; between 2021 and 2023, a total of 301 patients aged 80 years or above with paroxysmal, persistent, longstanding persistent atrial fibrillation (af) or consecutive atrial tachycardia (at) underwent catheter ablation with radiofrequency (rf), cryoballoon (cb) or pulse field ablation (pfa). All procedures were carried out under deep sedation with monitoring of oxygen saturation, noninvasive blood pressure and 12-lead electrocardiogram (ECG). All patients were sedated and received analgesia following a standard deep sedation protocol. No general anesthesia was performed in this study. Rf and cb were performed using non-boston scientific systems. The pfa procedure used the pentaspline farawave catheter and system. After the achievement of venous access (2-3 sheaths) and placement of a diagnostic decapolar catheter in the cs, single transseptal access was gained to the left atrium (la), followed by angiography of the la. After insertion of the steerable sheath faradrive into the la, the farawave was positioned into the la. The standard protocol involved eight applications per pv (2 x 2 flower and 2 x 2 basket configurations). In selected redo cases with pfa, re-pvi and additional left atrial posterior wall isolation (lapwi) were performed. In this study, acute efficacy was achieved in 300/301 (99.7%). The most common complication was groin site complications which were both cases of pseudoaneurysms treated with thrombin injection. A case of tamponade required pericardiocentesis and blood-products, and the patient was ultimately discharged safely after 13 days. A patient who suffered a stroke experienced hemiparesis and was discharged into neurological rehabilitation with mild residual deficits. There was one case including phrenic nerve injury, which was resolved before discharge. Bradycardia with subsequent pacemaker implantation was seen in 6 of 301 patients after ablation. Concomitant or nosocomial infections such as pneumonia and urinary tract infection were treated successfully with antibiotic therapy. Acute kidney injury was seen in with no known prior kidney disease; all cases were treated with intravenous fluids and resolved completely. In the study, 4/254 (1.6%) patients received av nodal ablation during follow up due to arrhythmia recurrence. There were no deaths from any cause, atrio-esophageal fistula, or pvi stenosis. Wahedi, r., willems, s., jularic, m., hartmann, j., anwar, o., dickow, j., harloff, t., bengel, p., wohlmuth, p., metzner, a., gessler, n., et gunawardene, m. A. (2025). Catheter ablation for atrial fibrillation in octogenarians - outcome and impact for future same day discharge strategies. Journal of cardiovascular electrophysiology, 36(4), 832-841. Https://doi.org/10.1111/jce.16600